Manufacturer narrative:
Visual inspection of the supplied photo revealed the arsenal tap fractured and separated at the 60mm depth grove indicator. A previous investigation for this type of event found that it results from multiple contributing factors including surgical technique, misuse, patient bone quality, improper measurement technique of the tap flutes. In this specific case, the report indicated the arsenal tap was being used as a curette. Curettes contain a cup with sharp edges intended for the scrapping of tissue or debris while performing a discectomy.

Event description:
The tap was kind of being used as a curette, when the surgeon torqued it, it broke.